Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received additional information. The patient remained hospitalized and was extubated. The patient's copd is being managed and their heart failure is compensated. The device remains in service with the reprogramming already reported. The lv lead remains implanted but not in use. No additional adverse patient effects were reported.

Manufacturer narrative:
The device and leads remain in service pending further evaluation. This report will be updated when additional information is received.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) and associated left ventricular (lv) lead presented to the hospital emergency department with fatigue, dyspnea, and diaphoresis. The patient exhibited signs of bronchitis and an ECG revealed sinus bradycardia. The patient was admitted to the intensive care unit and received temporary external pacing. A chest x-ray found all leads were in the normal position. Device interrogation found a decrease in lv pacing impedance measurements to less than 200 ohms and an increase in pacing threshold measurements. The device had been programmed for lv-only pacing and was now reprogrammed to bi-ventricular pacing, which provided correct pacing for the patient. It was also noted the longevity of the device was approximately 12 months remaining, despite being implanted for less than one year. Premature battery depletion was suspected. Device data was submitted to technical services for review. No additional adverse patient effects were reported.